Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a275, serial# (B)(4), implanted: 2014 (B)(6); product type lead (B)(4).

Event description:
It was reported that there was pain at the implantable neurostimulator (ins) site which started three days prior. The pain was constant. There were no falls or traumas. The patient noted it hurt to sit and move because the implant was in the patients butt. The patient was worried it could be an infection because she was a (B)(6) carrier. Information regarding the patient outcome has been requested. If additional information is received, a follow-up report will be sent.